Event description:
Covidien monoject 6ml oral syringes were purchased in error. These are clear oral syringes that are almost identical in appearance to the monoject 6ml luer-lock tip syringes. Neostigmine 3ml inj batch for operating room was prepared aseptically using the clean (but non-sterile) oral syringes instead of the sterile IV syringes. The batch was checked and dispensed to anesthesia. When the luer-lock connection could not be made an anesthesiologist brought it to the attention of pharmacy and remaining doses were sequestered; however, it was discovered that 3 patient's had received the preparation. When questioned, 2 crnas confirmed that when the connection to luer-lock could not be made, they transferred the contents from the oral syringe into a sterile IV syringe. We believe many institutions run the risk of making a similar error due to the nearly identical appearance. Our institution began carrying this brand after FDA alert in 2015, which warned of lost potency with compounded and repackaged drugs stored in bd syringes. (B)(4).